Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room after having about 50cc bright red blood per rectum. This only happened one time and it was reported that there were problems with straining during bowel movements. The patient denied any hemorrhoids and had no gastrointestinal bleeding history. Inr was 2.6. The patient experienced dizziness and weakness for about a month and had fallen twice. The hemoglobin and hematocrit (h/h) was 15.9 g/dl and 47.9 g/dl. Colonoscopy on (B)(6) 2020 showed bleeding diverticulosis. There was active bleeding coming from the diverticular opening. Patient was injected and clip was placed. Patient was stable and no blood transfusions required. No additional information was provided.

Event description:
It was reported that colonoscopy on (B)(6) 2020 revealed actively descending tic status post epinephrine injection, small diverticula and unable to visualize an ulcer or vessel. Patient was hemodynamically stable and hemoglobin remained stable. Patient was stable for discharge home on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event